Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On (B)(6) 2026, the patient was driving home from work when emergency medical services (ems) found him in another town (a truck driver called emergency medical services (ems) as a bystander). The patient left work at 315am and his bg meter reading was in the 100s mg/dl. The patient stated when emergency medical services (ems) assisted him around 530am, his bg meter reading was in the 50s mg/dl. It was reported that the patient¿s cgm was in a brief sensor error state during this time on the patient¿s betabionics ilet insulin pump and the dexcom mobile app, therefore, the patient was not receiving any cgm value or alerts. The patient further stated he did not recall anything that occurred after leaving work and the he had ¿blacked out¿ while driving. Emergency medical services (ems) reported his bg meter reading upon arrival was 54 mg/dl. The patient was treated with oral glucose and gatorade. The patient was not taken to the ER. The patient went home after his bg level stabilized and changed his sensor. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.